Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that the component was bent /damaged during removal. Its hard to tell as rep couldn't see if it was damaged in the patient the surgeon said it had delaminated. (H3 the revision reported may have been the result of prosthesis wear and glenoid loosening. The nature and extent of the wear could not be determined or confirmed based on the images provided. The loosening may have been a result of an insufficient bond between the implant and bone which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported, approximately two years post initial right tsa, the female patient had a revision due to surgeon has said that the poly delaminated resulting in osteolysis and losing of the implants. Patient was revised into a reverse shoulder and patient revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation as they were discarded by hospital. No other patient information/medical history reported.

Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem primary, press fit 15mm (cat# 300-01-15 / serial# (B)(6), equinoxe, humeral head short, 44mm (alpha) (cat# 310-01-44 / serial# (B)(6) and 0mm fixed angled kit (cat# 300-21-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.